Event description:
It was reported that the epicardial lead attached to the adaptor in the superior vena cava (svc) position had become fractured. The right ventricular (rv) impedance measurements were noted as being high. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: d154atg implantable cardioverter defibrillator, implanted: (B)(6) 2006; product ID: 4068110 implantable pacing lead, implanted: (B)(6) 2000; product ID: 586624m adaptor, implanted: (B)(6) 2000; product ID: 670715 adaptor, implanted: (B)(6) 2000; product ID: 6917a implantable pacing lead, implanted: (B)(6) 1992; product ID: 6917a implantable pacing lead, implanted: (B)(6) 1992; product ID: 6921l implantable tachy lead, implanted: (B)(6) 1992; product ID: 6921m implantable tachy lead, implanted: (B)(6) 1992. (B)(4).